Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported via sales rep, asr xl, right. Patient presented with pain and popping in her hip. Cocr testing resulted in elevated levels. Asr cup & head were removed. Gription multihole with altrx was put in.